Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was 600 mg/dl at the time of event. Customer current blood glucose was 191 mg/dl. Customer also stated that they received insulin flow block alarm. Customer stated that the issue was resolved by complete set change. Customer had been using insulin pump within 48 hours of the reported event. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.